Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received and inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported. Additional information indicates x rays were received for this patient in which ts was going to review. Additional information was received that this patient underwent a defibrillation threshold (dft) test and isometrics in which the sensing looked good. Ts recommended programming options.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received and inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported. Additional information indicates x rays were received for this patient in which ts was going to review. Additional information was received that this patient underwent a defibrillation threshold (dft) test and isometrics in which the sensing looked good. Ts recommended programming options. Additional information was received that additional oversensing of noise resulted in an untreated event. This patient had previously undergone a pocket revision in which the physician used both sutures, and this was the first episode post revision. This patient just had left shoulder surgery therefore had limited arm movement options as this patient was in a sling. The noise was recreated in all 3 vectors. The smart pass feature of the s-ICD had previously been deactivated in alternate vector. Ts recommended extending smart charge to the longest option and to consider an x ray and evaluate this patient again once their shoulder is healed. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received and inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported. Additional information indicates x rays were received for this patient in which ts was going to review. Additional information was received that this patient underwent a defibrillation threshold (dft) test and isometrics in which the sensing looked good. Ts recommended programming options. Additional information was received that additional oversensing of noise resulted in an untreated event. This patient had previously undergone a pocket revision in which the physician used both sutures, and this was the first episode post revision. This patient just had left shoulder surgery therefore had limited arm movement options as this patient was in a sling. The noise was recreated in all 3 vectors. The smart pass feature of the s-ICD had previously been deactivated in alternate vector. Ts recommended extending smart charge to the longest option and to consider an x ray and evaluate this patient again once their shoulder is healed. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received and inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported. Additional information indicates x rays were received for this patient in which ts was going to review.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received and inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in untreated episodes. The noise had the appearance of myopotential oversensing. It was noted there was a previous untreated episode for t wave oversensing for this patients bigeminy premature ventricular contractions (pvc). Technical services (ts) recommended in office testing. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received and inappropriate shock from what appeared to be sinus tachycardia with noise. Ts discussed bringing this patient in for evaluation. The health care professional (hcp) would bring this patient in. No adverse patient effects were reported. Additional information indicates x rays were received for this patient in which ts was going to review. Additional information was received that this patient underwent a defibrillation threshold (dft) test and isometrics in which the sensing looked good. Ts recommended programming options. Additional information was received that additional oversensing of noise resulted in an untreated event. This patient had previously undergone a pocket revision in which the physician used both sutures, and this was the first episode post revision. This patient just had left shoulder surgery therefore had limited arm movement options as this patient was in a sling. The noise was recreated in all 3 vectors. The smart pass feature of the s-ICD had previously been deactivated in alternate vector. Ts recommended extending smart charge to the longest option and to consider an x ray and evaluate this patient again once their shoulder is healed. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode and s-ICD was explanted due to a therapy upgrade to an implantable cardioverter defibrillator system.